Manufacturer narrative:
The intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection shows the lens is cut in half. The lens condition is consistent with a lens that was explanted/removed from the patient's eye. Considering the damaged condition of the returned lens, additional analysis can not be performed. The investigation results do not suggest that the complaint lens has been affected by the manufacturing process. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI (B)(4). Age at time of event or date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the ''lens was dislocated and was cut out'' from the patient's right eye in a secondary procedure. It was stated that the outcome did not significantly interfere with the patient's daily activities. The incision was not enlarged and the patient has recovered. No further information was provided.